Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: defective pixels, image capture. Based on the investigation results, the information from this complaint and the survey did not lead to identifying the cause of the problem. A root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had horizontal lines appear on the image. The event occurred before an unspecified procedure and was completed using another device. No patient harm was reported.

Manufacturer narrative:
E1: facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had horizontal lines appear on the image. The event occurred before an unspecified procedure and was completed using another device. No patient harm was reported.